Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment for thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). The introducer sheath was inserted from the right common femoral artery, but it was stuck in the external iliac artery (eia). A left eia conduit was then constructed using a gore® excluder® aaa endoprosthesis (two contralateral legs were used). The proximal end of a contralateral leg (plc121000j) was placed at the origin of the eia. The distal end of the other contralateral leg (plc121200j) was placed outside the body. The delivery catheter of the ctag ac was able to advance in the conduit. Although a very minor type ib endoleak which did not leak into the aneurysm sac and a type ii endoleak were noted, the devices were successfully implanted. The second contralateral leg which was partially exposed outside the body was cut and anastomosed to the patient¿s own blood vessel. On (B)(6) 2021, an additional procedure was performed because a pseudoaneurysm was found at the origin of the left eia. An internal iliac component (iic) (hgb161407a) was placed from the origin of the common iliac artery (cia) to the eia. However, there was a type iii endoleak at the connection site of the contralateral leg (plc121000j) and the iic. Therefore, an additional iic (hgb161407a) was placed at this site and the type iii endoleak disappeared. A minor type ia endoleak from the origin of the cia remained but the procedure was completed. The patient tolerated the procedure.